Manufacturer narrative:
Device serial number is unknown at this time but will be reported at the time of the follow up emdr.

Event description:
It has been reported that the AED did not pass self diagnostic check

Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.